Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Hcp later reported ¿no patch after treatment, good capillary after treatment. Soreness and swelling of mid cheek, followed by swelling of left mid lateral face. There was no improvement on oral antibiotics. Patient attended hospital three weeks ago and had intravenous antibiotic, and had CT showing abscess that required drainage." Treatment included co-ammoxillan, ciproleoxam, leediinolove, surgical drainage, and hyalase. Symptoms resolved.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Additional, corrected, and/or changed data.

Event description:
Additional information reported patient reported they were injected with 1 ml of juvéderm® voluma¿ with lidocaine. Two weeks later, patient developed swelling in right cheek with tightness and painful. Swollen right eye. Can't breathe from nostril with pins and needles. Large bulge on top left cheekbone causing swelling. Both eyes black underneath because of no circulation. Patient was treated with antibiotic eye drops. Four days later, patient developed swelling into the under bone of eye. They believed filler migrated under right under eye socket and under left eye is tight and painful due to large lump developed on the left. Augmentin antibiotics was prescribed. Three days later, patient was treated with steroids and antibiotics. Six days later, patient was hospitalized where CT scan was performed. Patient was discharged next day with more antibiotics and diaphene. Three days later, abscess was drained and product removed with hyalase. Next day, patient was treated with more antibiotics and steroids. Three days later, patient has another round of injections and steroids. Two weeks later, cheeks have intrusion scars and are very sore to touch and a deficit in the volume of right side and left high cheekbone. A week later, patient stated "loss of volume in the under eye area due to drainage of abscess and infection. Still have no feeling in right of nose and eyes water and weep most days. More steroids and antibiotics administered after procedure."

Event description:
Additional information reported thing are beginning to settle with pictures to show all was ok. Symptom resolved.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g1, h6.

Event description:
Healthcare professional (hcp) reported that a patient was injected on zygomatic arch and on surface of zygomatic process of maxilla bilaterally with [unspecified] juvéderm® voluma¿ with no immediate complications and there were no visible problems on the day. Since christmas, patient had "pain and swelling in right cheek area, then few days later got pain and swelling over left zygomatic arch." Patient was seen by hcp in clinic 5 days ago, there was no improvement, "significant swelling over left zygomatic arch, swelling in right cheek and under eyes". Systemically patient was well, no skin erythema, normal skin temperature, palpable mass like swelling in right cheek and another over left zygomatic arch, no fluctuation. Looks like "inflammation/infection". Started antibiotics (co-amoxiclav) and prescription for ciprofloxacin and prednisolone . Symptom ongoing/unresolved.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.